Manufacturer narrative:
The reporter informed the company via social media; no contact data available for product return request.

Event description:
Consumer reported via social media that a second brush head from a new pack had come off in his/her mouth. No injury was reported.